Manufacturer narrative:
Age at time of event - over the age of 18 years old.

Event description:
It was reported that removal difficulties and burr detachment occurred. A rotapro 1.25mm and rotawire was selected for use for a percutaneous coronary intervention (pci) procedure in the left circumflex artery (lcx). The target lesion was 99% stenosed, severely tortuous and calcified. An unusual noise was heard when attempting to utilize dynaglide mode for rotapro removal. Rotation was ceased. The rotapro and rotawire were removed entirety, though resistance was felt upon removal of the rotapro. It was observed that the burr of the rotapro was not moving as it was detached. The rotapro and detached burr were pulled to the guiding catheter along with the rotawire. The both devices and the detached burr were completely withdrawn through the guiding catheter leaving no fragments within the patient. It was noted that the rotawire may have been damaged. After the rotapro and rotawire removal, ivus was performed. It was observed that a non-bsc stent located in the left main trunk to left anterior descending artery had proximal stent damage and the ivus was difficult to remove. The patient was stable post procedure with no patient complications.

Event description:
It was reported that guidewire entrapment occurred. A rotapro 1.25mm and rotawire was selected for use for a percutaneous coronary intervention (pci) procedure in the left circumflex artery (lcx). The target lesion was 99% stenosed, severely tortuous and calcified. An unusual noise was heard when attempting to utilize dynaglide mode for rotapro removal. Rotation was ceased. The rotapro and rotawire were removed entirety, though resistance was felt upon removal of the rotapro. It was observed that the burr of the rotapro was not moving as it was detached. The rotapro and detached burr were pulled to the guiding catheter along with the rotawire. The both devices and the detached burr were completely withdrawn through the guiding catheter leaving no fragments within the patient. It was noted that the rotawire may have been damaged. After the rotapro and rotawire removal, ivus was performed. It was observed that a non-bsc stent located in the left main trunk to left anterior descending artery had proximal stent damage and the ivus was difficult to remove. The patient was stable post procedure with no patient complications.

Manufacturer narrative:
A2: age at time of event - over the age of 18 years old. H6: additional coding added. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. Functional testing was performed using the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Destructive testing was not able to identify the cause of the device stall. Product analysis confirmed the reported burr detachment, as the burr was received detached from the coil, and the coil was stretched at the point of detachment.